Event description:
Limited info received in which facility reported pt (pt) experienced chills and cramping during treatment on the meridian device. During treatment, pt received epo, heparin, and venofer (doses and routes unk). Blood cultures were obtained and the results showed gram positive rods corynebacterium. Pt's access was a catheter and arterial/venous fistula. Dialyzer in use was a baxter CT-190, with reuse number 32. Dialysate used was 3k/3caa.